Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor was triggering the threshold suspend feature on the insulin pump. Customer stated they woke up as a result of the threshold suspend alert and their blood glucose level was 147mg/dl while their sensor glucose was 57 mg/dl. Customer advised he has had issues with sensors in the past and that for two years they did not use the sensor. Troubleshooting was performed. Customer's current blood glucose was 211 mg/dl. Customer's current sensor glucose level was 220 mg/dl.